Event description:
It was reported that the 9600 system displayed a saturation (overload) fault. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.